Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that the device image was distorted. There was no report of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was confirmed that this event occurred during use and in combination with the 180-series endoscopes. This indicates that the cause of the reported event is due to aging degradation because the product has been in use since 2012. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instructions for use, section 9. 1 "troubleshooting," contains the following information: "never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage.".